Manufacturer narrative:
This is the first time this has happened. The dealer had the parts in stock, and took them out of their stock. This event was reported on the same day as the second incident, (B)(6) 2016. The actual date of the event is unknown. Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges the bolt came out of the shock fork and was lost.